Event description:
It was reported that during a da vinci-assisted urology prostatectomy - radical w/ lymphadenectomy surgical procedure, the customer reported error c-34 was observed on the integrated electrosurgical unit (iesu) or erbe with using the monopolar curved scissors (mcs) instrument. Technical support engineer (tse) reviewed the logs and confirmed error c-34. The customer changed the settings to classic; used the second energy port; however, error issue persisted. The procedure was completed with third-party generator with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-34 and c-54. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.